Event description:
The pt underwent a sigmoidectomy around 20 cm, anastomized with the car 27 device. The pt went home, but begun to suffer from mild peritonitis. On day 18, a leak was detected and the pt was reoperated.